Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 01-05-2024 it was reported that patient faced infusion set cannula kinked event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information was available.